Manufacturer narrative:
(B)(4). Approximate age of device - 29 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. Approximately 29 days post implant, it was reported that multiple low flow, pump off, and driveline disconnected alarms occurred. There was no evidence that the driveline was ever disconnected. The patient was asymptomatic. The submitted log file reviewed by the manufacturer¿s technical services representative revealed a low speed operation event and several pump stoppages. These events only appeared to be occurring while the lvda system was connected to the power module. The submitted x-rays images reviewed by the manufacturer¿s technical services representative revealed a possible area of concern on the driveline internal to the patient. An ungrounded power module patient cable was sent to the customer. As of (B)(6) 2016, the customer reported that the patient had not been discharged from the hospital. The patient was to remain on an ungrounded patient cable. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The report of pump stoppages was confirmed based on the evaluation of the submitted system controller log file. The log file captured normal pump parameters until 12/05/2016 15:59, when multiple low-speed hazards and pump stoppages occurred. The low speed and pump stoppages captured in the log file appeared to occur while the patient was supported with the patient cable and power module. Based on our complaint history and similarly reported events, the events captured in the submitted log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a root cause for the events cannot be determined without an evaluation of the device. The patient was issued an ungrounded patient cable and remains ongoing on vad support with no further driveline related issues. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.